Event description:
Dr. (B)(6) reported that a silent nite appliance fractured. The patient reportedly received the device on (B)(6) 2025 and stopped using the device on (B)(6) 2026. No injury was reported. The patient's oral hygiene is reported as good.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. After the conclusion of the investigation a supplemental report will be submitted with the analysis findings. Manufacturer reference: (B)(4).